Manufacturer narrative:
No patient reported to be present or impacted. Site does not want service for the system at this time. No reports of the issue recurring.

Event description:
A site clinical engineer, reported that the oarm was giving a "critical battery level" error message. She was unable to say if the issue was noticed clinically or not.